Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges the scooter drove itself stopped and then allegedly drove full throttle again allegedly causing the consumer to fall out.

Event description:
Provider alleges the scooter drove itself stopped and then allegedly drove full throttle again allegedly causing the consumer to fall out.

Manufacturer narrative:
The end-user's broken leg was not a consequence of the initially reported incident.